Event description:
It was reported that the wireless recharger (wr) quit working since last evening at about 9:30pm. They stated the green battery lights kept flashing really fast, then they confirmed that the battery lights were scrolling. Caller confirmed that they had the wr charging that they tried to hit it a little, held the wr, then tapped it, but the battery lights kept scrolling. Caller added that the patient's implant was 25% charged the last time they checked it and that they needed the wr to work as soon as possible. Agent reviewed general device use and walked patient through troubleshooting by resetting the wr while docked and while undocked, but that did not resolve the reported issue. Agent sent a request to repair for a replacement of the wr. Additional info received from patient that they need assistance using the new wireless recharger. Reviewed steps to start implant charging session. Caller stated that the patient went downhill this morning and was shaking and drooling which is not typical for patient since getting the dbs. Caller will continue to charge the implant and follow up later today for assistance using the programmer to make sure therapy is still turned on. Patient's spouse called back and ps reviewed programmer use. Therapy was off. Reviewed how to turn therapy back on again and caller confirmed they were able to do so successfully.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: , UDI#: analysis of the wireless recharger wr9200 (serial #:(B)(4)) revealed that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set.    Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.